Event description:
It was reported by customer that flush this system it leaks sometimes. Leak is between the safestep connection and the microclave connector. Additional information provided 08/30/2023: the event did not involve an urgent/life threatening medical situation. There was a risk of infection. Time was required to trouble shoot / replace devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was determined to be inconclusive. One photograph of an infusion set was returned for evaluation. An initial visual observation of the photograph showed an injection cap and a portion of the luer connector. The rest of the device could not be seen. Part of the product label could be seen in the photograph including the batch number, asgnf103. The person holding the device was pointing to the connection of the injection cap and luer connector. There were no distinguishing features in the photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that flush this system it leaks sometimes. Leak is between the safestep connection and the microclave connector. Additional information provided 08/30/2023: the event did not involve an urgent/life threatening medical situation. There was a risk of infection. Time was required to trouble shoot / replace devices.